Event description:
The issue was observed during inspection, prior to a diagnostic enteroscopy procedure. The device was reinstalled which cleared the error displayed and the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, for corrections in fields: b5 (further event details) and d10 (an additional concomitant device was added), as the information was inadvertently omitted in the initial report. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Issue 1 ¿ during the device inspection, the error code e315 symptom reported could not be reproduced. However, the issue may be intermittent or a temporary non recurrent error. Based on the results of the investigation, it is likely that the following led to the malfunction: water invaded the scope connector during user handling causing the electrical components to be damaged, which led to a temporary or intermittent electrical continuity failure. As a result, the error message e315 occurred. Issue 2 - during the device inspection, the angulation malfunction symptom reported was confirmed. The cause was localized to the angle wires being stretched. Note that per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The issue can be detected/prevented by following the instructions for use which state, in part: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis lucera elite colonovideoscope displayed a communication error code e315 and an angulation malfunction. The issue occurred during reprocessing. There were no reports of patient harm.